Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm or blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 230 mg/dl. Customer reported that the insulin pump had blank display and did not returned after restart. Customer was calling after receiving new battery cap that the display was blank. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.